Event description:
It was reported that .. "Dr. [ ] placed all six screws (2 fixed angle screws 4.0x16 mm, 4 variable screws 4.0x 16mm) in the patient with a 2 level cervical plate (30mm). He noticed one of the screws ( variable angle screw 4.0x16) was a little weird. The gold rim in the plate was a little off. He decided to remove the screw and when he did the gold rim from the plate came off with the screw (4.0 x16 mm variable). He then asked for a rescue screw (variable angle screw in a 4.5 x16 mm). I didn't question him and handed the screw over to him. He then replaced the old screw with the new rescue screw."

Event description:
It was reported that .. "Dr. [ ] placed all six screws (2 fixed angle screws 4.0x16 mm, 4 variable screws 4.0x 16mm) in the patient with a 2 level cervical plate (30mm). He noticed one of the screws ( variable angle screw 4.0x16) was a little weird. The gold rim in the plate was a little off. He decided to remove the screw and when he did the gold rim from the plate came off with the screw (4.0 x16 mm variable). He then asked for a rescue screw (variable angle screw in a 4.5 x16 mm). I didn't question him and handed the screw over to him. He then replaced the old screw with the new rescue screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device not returned to stryker.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: (visual inspection/functional inspection/device history review): not applicable because the product was not returned. Conclusion: it was reported that reflex self drilling screw disengaged from locking ring. The event occurred while removing the previously implanted screw. Devices were not made available for investigation and batches# are unknown. Previous investigations for this issue concluded that screw over-angulation, inaccurate location of screws in plate, or improper use of the screw extractor, led to locking ring detachment. The present event is not confirmed and no conclusion can be drawn.